Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. However, the event may have occurred due to the defective video socket connector locker. It was discovered, the defective video socket connector does not secure the scope video socket. In addition, a software version 3.01 update was recommended. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center screen went black and turned off during unknown diagnostic procedure. According to the customer the device was tested pig tail cord but there was no change. The procedure was delayed and was not completed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective video socket connector locker could not be identified. Olympus will continue to monitor field performance for this device.